Manufacturer narrative:
(B)(4). The covidien support engineer (se) inspected the device and could not duplicate the alleged event. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator generated an apnea alarm and was giving a higher return volume than set for the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.